Event description:
The consumer stated that the string from her tampon unraveled and pulled apart which caused her to have to visit her doctor for tampon removal. The doctor removed the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.